Event description:
Customer reported an issue with the speaker and vibrate function of pump when speaker was not audible. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed by technical support to navigate through sound settings and adjust alarm to beep, but the pump failed to sound alarm due to a stuck button. As a resolution, technical support decided to replace the pump and provided instructions on how to handle the storage and return of the faulty pump. Customer was informed about the steps necessary upon receiving the replacement and ensured continuity by using the current pump until replacement was received.